Event description:
It was reported to vyaire medical that the vela ventilator alarming hw (hardware) fault and motor fault while on a patient. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective device for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.